Manufacturer narrative:
(B)(4). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported that when she finished treatment on the cycler and opened the cassette door fluid was leaking from within the cassette door. Patient stated that all of her clamps were closed off. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had contacted the clinic to report the fluid leak occurrence and confirmed no injury occurred. Per pdrn the issue occurred after the patient had completed treatment and stated the patient was not requested to come into the clinic and was not provided prophylactic medication and did not require any additional treatment as a result of the reported fluid leak. The set was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.